Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 400 mg/dl and contact did not know if bg ws over 500 mg/dl. Cause of elevated bg was unknown. Bg was addressed with a bolus. Contact declined troubleshooting and did not provide any other details.